Event description:
It was reported that the patient¿s complete system was explanted due to infection. The reporter stated the patient developed a pro pionibacterium acnes infection at their right side implant location. It was noted that there were no quality issues with regard to the system. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389-40, lot# j0230871v, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).